Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels, hematoma, delayed wound healing and/or infection." This report is number 4 of 4 mdrs filed for the same patient (reference 3002806535-2016-00321 / 00324).

Event description:
Patient underwent an incision and drainage procedure on the left side three days post-implantation due to a hematoma.